Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the power switch could not be pushed due to to power switch failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power switch was found broken and the power remained on all the time; the power switch could not be pushed. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated and the reported issue of ¿power switch is damaged, and power is turned on all the time¿ was confirmed. Based on the serial number, the subject device was found to have been manufactured before design change. Therefore, it was determined that the phenomenon occurred due to the faulty power switch caused by design failure. Based on the design record, it was confirmed that the design of the power switch was changed to improve its resistance. Olympus will continue to monitor field performance for this device.